Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The report suggests that during herceptin and rituximab subcutaneous administrations, the user is experiencing leakages between the texium and magellan sub-cut needle. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.